Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. No known relevant surgery has occurred to date to address the high impedance. No additional or relevant information has been received to date.